Manufacturer narrative:
The device is expected but has not yet been returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel of the scope was clogged and contamination was detected during a hygiene inspection. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, results of the legal manufacturer's final investigation. The customer provided their cleaning, disinfection, and sterilization process: precleaning: performed suctioning and flushing. Detergent: gigazyme 2%. Manual cleaning: detergent: gigazyme 2%. Brush: micro-tech, ref: cb18-t5050/23. Manual hld: not performed. Aer: advantage plus pass-throu. Detergent: rapicide pa a+b. Disinfectant: intercept plus. Storage: endostore (escad) cassette. After the device was returned to olympus and reprocessed, it was sent out for additional testing. The microbiological analysis report indicated the no bacterial growth. The device was evaluated and the following defects were found: insulation failure at distal end, light guide lens glue cracked, bending section glue peeled off, bending section shrunk, inner wall of biopsy channel shaved, celling plate deformed, biopsy port corroded, air/water cylinder mark faded, suction cylinder mark faded, switch rubber worn out, switch box unit dented, insufficient angulation, white dots, grip scratched, plug-unit shaved, distal end scratched, clogging of air/water channel was not confirmed. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information has been obtained from the customer. During routine microbiological testing of the subject device, the device tested positive on two different sampling dates for the following bacteria: on (B)(6) 2022: air water channel: 70cfu/100ml of escherichia coli, 200cfu/100ml of enterococcus casseliflavus, 150cfu/100ml of achromobacter xylosoxidans. Auxiliary water channel: 5cfu/100ml of staphylococcus hominis. On (B)(6) 2022: auxiliary water channel: 35cfu/100ml enterococcus casseliflavus. Biopsy channel: 5cfu/100ml enterococcus casseliflavus. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.